Event description:
It was reported that the customer's display was unresponsive and cracked. The device is still pumping insulin but the display does not turn on even when plugged into a power source. No impact to customer's blood glucose level.

Manufacturer narrative:
The device has not yet been received for eval. Should additional info be received a supplemental form will be completed.